Event description:
The customer reported that the red blood cell (rbc) bath of a coulter act diff analyzer had overflowed 10 ml of liquid. The customer noted that about 10 cc of the fluid had leaked onto the counter while the white blood cell (wbc) bath and vacuum isolation chamber (vic) were at correct levels. The customer was wearing gloves although some liquid did get on her wrist but did not get in any open wound or mucous membrane. The customer did not seek medical attention and there was no injury reported in connection with the event. No erroneous results were generated and there was no change to patient treatment in connection with this event. Beckman coulter field service engineer (fse) was not dispatched for this event. Customer technical support (cts) requested the customer to wear proper personal protective equipment including gloves, a gown and goggles and troubleshooted the issue over the phone. The cts advised the customer to manually fire solenoid 14 and rinse the bath and drain lines with bleach. The customer noted that the bath seemed clear and was now draining better. The cts advised the customer to run startup which passed. The customer then ran a few blank samples and controls without any issue. Issue was resolved and no further leak was observed. Issue was resolved through troubleshooting performed by the customer with the help of cts.

Manufacturer narrative:
Method: troubleshooting was performed by the customer with the help of customer technical support (cts) over the phone. Results: red blood cell (rbc) bath. Conclusions: issue was resolved by customer with the help of customer technical support (cts). (B)(4).